Event description:
It was reported that customer saw cgm error message while using g7 sensor. There was no reported impact to the customer¿s blood glucose level. Customer contacted technical support, received complete pump reset instructions, performed pump reset with guidance, and error message did not appear again after reset; no additional information was received regarding the outcome of the event.